Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had the arctic sun device that was not showing the proper water level, sending parts quote for level sensor. Per follow up information received via phone on 10mar2025, they confirmed level sensor replaced onsite. No patient involved. Per additional information received via ttm on 12may2025, biomed was looking for the event log on as5000. The rn stated the probes were not registering during therapy so they would like to see all previous alarms. Walked biomed through finding the event log and identifying the alarms. Suggested to call back if needs to troubleshoot with ts.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. No actions can be taken at this time since a root cause was not identified. A DHR could not be performed since no lot number was provided. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had the arctic sun device that was not showing the proper water level, sending parts quote for level sensor. Per follow up information received via phone on 10mar2025, they confirmed level sensor replaced onsite. No patient involved. Per additional information received via ttm on 12may2025, biomed was looking for the event log on as5000. The rn stated the probes were not registering during therapy so they would like to see all previous alarms. Walked biomed through finding the event log and identifying the alarms. Suggested to call back if needs to troubleshoot with ts. Per follow up information received via task on 18jul2025, spoke via phone on 18jul2025 and it was reported that biomed replaced 2 cables on the device. The device was sent unit and was back in service.